Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed the button to have been deployed. The red strip was separated from the delivery system and the sheath and black suture were still attached. The blue pullwire was attached to the wire loop of the delivery system. The c-flex extrusion of delivery system was found to be broken from the distal end of the tubing. The tubing has diagonal cut marks adjacent to both broken ends. The fractured ends of the tubing also present evidence of partial cutting by a sharp instrument. The tubing appears to have been cut approximately halfway through which compromised the column strength of the tubing causing failure while undergoing tensile force. The condition of the returned unit was consistent with the complaint incident that the tubing separated. Physical analysis revealed the delivery system tubing had been torn into two pieces. It appears the user used a scalpel or other sharp instrument during placement and cut the tubing in multiple places causing the tubing to fail. Therefore, most probable root cause is operational context. A review of the device history record of lot 14098293 was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14098293.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician was pulling the button through the stoma site, the introducer tube separated from the button. The physician reported the tube was "flimsy and elastic." The patient was sent to surgery where the physician laparoscopically pulled the stomach wall up and pulled button device through stoma into place. No harm to the patient was reported and the patient's condition was fine.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(4), 2011. According to the complainant, during the procedure when the physician was pulling the button through the stoma site, the introducer tube separated from the button. The physician reported the tube was "flimsy and elastic." The patient was sent to surgery where the physician laparoscopically pulled the stomach wall up and pulled button device through stoma into place. No harm to the patient was reported and the patient's condition was fine.